Event description:
It was reported that this right ventricular (rv) lead was explanted about eight months post implant, due to high out of range pace impedance measurement greater than 2000 ohms, loss of capture without asystole, and oversensing of isometric noise without pacing inhibition. Physician assumed lead fracture due to high out of range pacing impedance leading to safety switch, and no capture at maximum output in bipolar configuration, but it was not confirmed. Subsequently, a new lead of the same model, was implanted without complication. No additional adverse patient effects were reported. Return of the device is not expected. If the device is received for analysis, this report will be updated with pertinent information upon completion of product analysis.